Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been high (371 mg/dl) and an insulin injection was administered to address the bg level. Initially, the customer thought that the high bg was caused by the pump not delivering insulin, but was unsure. A pump system check was performed with tandem customer technical support (cts) and no device issues were identified. Cts reviewed factors that could potentially cause the bg to rise and recommended that the customer discuss the event with a healthcare provider. The customer acknowledged the information and was satisfied. The customer had no further questions.